Manufacturer narrative:
Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). Analysis of the mainframe found the customer complaint could not be duplicated. The device had missing rubber feet and old software. The missing feet were replaced and software was upgraded to current specification. The device was placed in burn-in for 24 hours to observe any failure. The device was tested and passed all manufacturing specifications. Analysis of the patient interface found the cable insulation was cut, the device was missing a spare fuse, the clamshell pawl was broken, the cable clip was broken and the enclosure lid stand off was cracked. All damaged parts were replaced and patient interface (p/I) board were replaced due to loose stim 1 + pin. The item was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the device was not working properly and was giving fluctuating amplitude readings. The device system amplitude readings were fluctuating out of normal parameters during the operation of functional endoscopic sinus surgery (fess). There was no delay in the procedure. There was no patient impact.